Event description:
Drug/diluent: marcaine 0.25 percent. Fill volume: 270ml. Flow rate: 4ml/hr. Procedure: c-section. Cathplace: abdomen. Catheter presented resistance and broke during removal by a doctor who is unfamiliar with the pump. When the catheters were looked at it was noticed that the black tip was missing from one of them. X-ray was done on patient and it looks like there may be foreign bodies present (possibly catheter tip). No adverse event reported as a result of the catheter break. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) ((B)(4)) provide cautions and directions on catheter removal if resistance is encountered. I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." ((B)(4)). It is worth noting that I-flow's catheters are made of a (B)(4) material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is let in the body for longer than this period of time. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.